Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 300 and 400 mg/dl. The customer reported that they got no delivery alarm. Customer declined troubleshoot for high blood level. Troubleshoot was performed. Customer states they have tried all remedies. Customer performed displacement test and self test and both were passed. The product was not returned for analysis.